Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that it was necessary to remove the dental implant during its installation surgery because the carrier has fractured inside of the implant, and the dentist was not able to remove the fractured portion of the implant. The implant was not replaced in the same surgical act.